Manufacturer narrative:
Samples were not available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. We assume that the problem is not caused by a product defect. We have not seen any burr or other sharp irregularities at the eve catheters before.

Event description:
Customer advised she has had a really bad re-occurring urine infection since the middle of (B)(6) this year, her gp has already advised to stop using the compact eve anyway, and the customer seemed fine about the situation. Customer experienced one uti, a week/(B)(6). Diagnosed by a doctor - treatment for blood in urine - antibiotics used.